Event description:
It was reported that mitral regurgitation occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was successfully implanted with 1/3 shoulder in the 135-degree transesophageal echocardiography (tee) view. There was no leak seen. The patient had a routine 45-day follow-up tee which showed a 3mm peri-device leak in the 90 and 135-degree views. Mitral regurgitation also appeared to be slightly more severe compared to the day of implant. There were no patient complications and follow-up imaging will be performed.